Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high frequency (hf) resection electrode roller ball broke off while in use and was then retrieved from the patient without incident. This occurred during the therapeutic transurethral resection in saline (turis) procedure that was completed with a similar device. There was no report of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. As the product was not returned, olympus is unable to identify whether or not there is a problem at this time a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.